Event description:
It was reported that this patient received a single isolated inappropriate shock due to double counting of slow ventricular tachycardia. The system was initially reprogrammed to secondary sensing vector but was recently explanted. No additional adverse events were reported.